Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, scratch was found in the central part of the optic after insertion. Lens was explanted in initial procedure. The iol was replaced with unspecified another company lens.

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol received in three pieces on a surgical gauze, no product identification.a significant amount of solution is dried on the iol(intraocular lens). One haptic is broken/torn and is returned, the other haptic has fibers. The optic is torn/split-cut dividing the iol in two, is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch was found in central part of optic".the returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol.in addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).